Manufacturer narrative:
Literature citation: jian wu, yuehong guan and shengli fan; "analysis of risk factors of secondary adjacent vertebral fracture after percutaneous kyphoplasty." Mean age: 67 years( range: 54-90 years). Sex: 41 male and 148 female. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in an abstract that 189 patients with osteoporotic vertebral compression fractures underwent percutaneous kyphoplasty. Post operatively, 30 patients presented with leakage of bone cement into peripheral tissue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.